Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mmx38mm synergy drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion. After removal from the patient's body, it was noted that the edge of the stent strut was found lifted. The procedure was completed with a 2.5mmx38mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good.